Event description:
It was reported that the device was detected with persistent air-in-line even after troubleshooting, cleaning port and changing lines. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The device was visually inspected. No anomalies were noted. Functional testing was performed. The reported problem couldn't be replicated. The probable root cause of the reported issue is unknown. The device passed all functional testing after repair. B3 - date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.